Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had continuous beeping when on. Have to unplug the unit to stop the beeping. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge fse confirmed the issue stated by the customer. Unit would continuously alarm and the display would only show the spinning clockwise blue circle on the touch screen. The clinical app would not load completely. Biomed was only able to eliminate the alarm by removing ac power and dc battery power. Upon initial visual inspection, confirmed that both batteries were removed. During the trouble shooting phase, noticed that once the batteries installed the unit produced a quick sharp beep. The unit would not respond to the on/off power button. After a few seconds the unit would power on without needing the manual press of the power on or off button. The unit display would indicate that the clinical app is loading and the. Executive processor board would cycle through the normal double letter sequence. After their ¿aa¿ is displayed, the unit would continuously beep. The only way to stop the alarm/beep was to remove the li-ion battery packs. Battery li-ion pack position 1 was completely depleted. As a first step to trouble shooting, noticed that battery position #1 was depleted. The executive board startup code processed through. Decided to replace the power management board (d670-00-1162). After replacing, verified that unit was able to operate correctly. Power on/off button would operate properly to turn the unit on and off. Verified that the clinical app was able to load properly and indicate both active battery modules. Verified during the repair that the unit would charge both battery positions. Unit repaired, calibrated, and passed all functional and safety test per factory specifications. Returned to customer. The failure analysis and testing dept. Received part number 0670-00-1162 pcb, power management, rohs serial number (B)(6)_edm with a reported unit failure of the power button does not operate. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-1162 pcb, power management, rohs serial number (B)(6)_edm into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Confirmed the complaint of the power button not operating. Pressing the power switch doesn't turn on the cardiosave. The board failed testing. Most definite cause of failure is a defective component. Impossible to define until supplier evaluates the board. Sending the board to the supplier per procedure number 0002-07-d008 rev. Failure analysis received from the supplier for the part. Please see attachment. They stated the part had defective q31, q33, and q35 components. Root cause for this part will be these defective components. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.